Event description:
It was reported that three days after implant, the device recorded multiple episodes of false asystole. The device was interrogated three days after that, an no problems were observed. The device remains in use. It was also noted that the device was implanted after the use-before-date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.